Manufacturer narrative:
Pump received with no act and up button response due to corroded keypad traces. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The wife reported via phone call that the customer had a keypad anomaly. The wife stated the escape button was unresponsive on the insulin pump when attempting to bolus. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.